Manufacturer narrative:
Product analysis: further analysis was carried out on the main board of the epg. The customer comment was confirmed. On visual inspection there was a significant number of passive components indicating possible thermal stress. There was current leakage through a component (c414) on the main board resulting in a greater power drain which results in rapid depletion of batteries. A high power drain can result in components overheating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to hold a charge with a battery. Troubleshooting steps were taken to include changing out the battery however the epg was only able to hold charge for approximately ten minutes when flashing lights were observed. It was noted that the preventive maintenance check of the epg was completed earlier in the month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to hold a charge with a battery beyond ten minutes and that the battery function when released was unable to stay on beyond eight seconds. It was noted that the epg failed incoming functional testing shutting down on test system twice. It was noted that the printed circuit board (pcb) was out of specification electrical. It was further noted that the hanger assembly was broken, keypad was scratched and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery function of the external pulse generator (epg) when released would not stay on beyond eight seconds. There was no patient involvement in the event.